Manufacturer narrative:
Correction information: g6: follow up #2. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: we inspected the oe-a63 (9 unopened sterilized packs) and found no anomalies. However, oe-a63 that fell into the patient's body was not returned. We also ensured that the facility was trained in the proper technique of installing and removing the oe-a63. The recovered oe-a63 had no abnormalities, so the cause was unknown. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured yoshikawa kasei on 11-jul-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-jul-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint on 10-mar-2023 that occurred in the operating room during use in the united states involving pentax medical sterile distal end cap accessory, model oe-a63, lot number 0021072 was used with pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4). The complaint was initially reported that one of the caps[sterile distal end caps] malfunctioned during a procedure, and there is concern that the other caps might also be faulty. Once the caps are returned to pentax, they will be given to technology department for inspection. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
The replacement caps will be shipped to (B)(6) for delivery on monday. Additional information received on 16-mar-2023. At the conclusion of an ercp(endoscopic retrograde cholangiopancreatography) procedure, as the physician was withdrawing the duodenoscope out of the patient the sterile single use distal end cap(dec) detached and fell off the distal end of the duodenoscope while in the patient. The physician reached in and retrieved the dislodged cap with no reported harm to the patient. An additional response was provided to an aks inquiry via email on 17-mar-2023. The md easily retrieved the fallen cap. (Md stands for medical doctor). The md was surprised and not sure why it[dec] dislodged. No mention of tortuous anatomy or stress on the end of the scope. The users indicated they thought that they had done the proper technique and "heard the click". Hearing the cap "click" onto the distal end of the scope is the in service technique our representatives teach the procedure staffs. The sales rep responded that we was "not sure why they think that" when asked if "there is concern that the other caps might also be faulty." Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report. B5. Pentax medical video duodenoscope model ed34-i10t2, serial number (B)(6), corrected: pentax medical video duodenoscope model ed34-i10t2, serial number (B)(6). G6: follow up #1. H2: if follow-up, what type?

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #3. H2:if follow-up, what type? H4:device manufacture date. Correct the date of device manufacture date. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured yoshikawa kasei on 12-jul-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 02-aug-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.